Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2018 with blood glucose of 38 mg/dl at the time of the incident. The customer was working a bit harder on the day of the incident. The customer was at 154 mg/dl at the time of the call. The customer was given sugar and candy to treat. The customer experienced symptoms such as loss of consciousness. The customer was wearing the insulin pump during the incident. Troubleshooting was completed and no issues were found. The customer's sensor was giving a change sensor alarm before they had the low. The customer had 4 infusion sets that kinked. The insulin pump will not be returned for analysis.